Manufacturer narrative:
It was reported that the patient required that the peg tubing be re-inserted.

Event description:
It was alleged that a patient fell out of bed and their peg tube got caught in the siderail and came out. No malfunction was alleged with the product, and further details regarding the extent of the patient's injuries and any possible medical intervention was not reported.

Event description:
It was alleged that a patient fell out of bed and their peg tube got caught in the siderail and came out. No malfunction was alleged with the product, and further details regarding the extent of the patient's injuries and any possible medical intervention was not reported.